Manufacturer narrative:
Product analysis: the product has been returned for analysis, but analysis has not been completed. Analysis is anticipated to be completed. Conclusion: without the analysis of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon deployment the heart arrested. The valve was recaptured and withdrawn. The left main (lm) artery was occluded due to plaque. An intervention was attempted, but the non-medtronic guidewire was unable to cross the lm. The patient subsequently expired, but the physician reported that the patient death was not related to the valve. No autopsy was performed.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the dcs. The device was received with the capsule partially open. The deployment knob, handle, and tip-retrieval mechanism were intact. The device was returned with the end cap/screw gear snap fit connected. Several voids were noted over the nitinol reinforcing frame along the distal-section to the proximal end of the capsule. There were difficulties retracting the deployment knob to retract the capsule. The capsule was placed in warm water and retracted to deploy the valve. A number of kinks were observed along the inner member. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: coronary occlusion post tavi, deployment, can be related to valve positioning, calcification levels, and/or other patient anatomical effects. In this case, it was reported that the left main artery was occluded due to plaque. The evolutr instructions for use (IFU) warns against implanting the evolut valve into a patient with a congenital bicuspid valve. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.